Manufacturer narrative:
On 26-oct-2022, bwi received additional information indicating that uva uses the baylis 98cm needle. They do not add any additional curves to it. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 21-apr-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was clear plastic pulled away from the sheath. During an afib procedure, they observed what they thought was a clot on the vizigo. This was observed by intracardiac ultrasound. When the sheath was removed it was observed that there was clear plastic pulled away from the sheath. Device evaluation details: visual analysis of the returned sample revealed: no external damage is observed. No foreign material was received. At 11" from the distal end, damage like a scratch is observed in the inner diameter of the sheath; the damage is between 2 of the liners. No foreign material is observed inside the sheet. The correct needle was used: baylis 98cm. Therefore, the device was sent to supplier to perform an in deep investigation, with the next results: biosense webster analyst confirmed that there was damage to the liner of the sheath. A thin portion of the liner running proximal to distal was missing from the inner diameter and is mostly likely the clear plastic that was removed from the sheath. Damage of this kind is not commonly seen within the process and has a high likelihood of being detected by the freudenberg medical process controls. The device would fail the 100% borescope inspection if this condition was present or caused in the manufacturing process. Although the cause of this complaint is unknown it cannot be confirmed to be related or caused by the manufacturing process. A device history record review was performed for the finished device 00002024 number, and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-sep-2022, a photo analysis was completed.device investigation details:according to the pictures provided by the customer, a red filament was observed on the device. The material observed cannot be determined with the information available.a device history record evaluation was performed for the finished device number 00002024, and no internal actions related to the reported complaint were identified.the issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and cannot be assigned a root cause based on the current evidence. The details of this complaint were reviewed with the risk management board as part of an escalation process.additionally, on on 3-oct-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received a photograph of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was clear plastic pulled away from the sheath. During an afib procedure, they observed what they thought was a clot on the vizigo. This was observed by intracardiac ultrasound. When the sheath was removed it was observed that there was clear plastic pulled away from the sheath. No clot was observed. The physician did not feel any resistance while introducing or retracting the catheter from the sheath. The issue was not noted prior to use. The device was used in the patient. No patient consequences were reported. Foreign material on usable length of catheter is MDR-reportable.